Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the patient developed an infection and passed away. There is no allegation from a health care professional that suggests the death was device related.